Event description:
According to the current information, the pt developed meningitis twice after implantation. The first time about one year ago (med-el was not informed at that time) and the second time about (B)(6) 2011 (med-el was informed on (B)(6) 2011). The pt has predisposing factors: cochlea malformation and had reportedly a csf leakage at implantation after the cochleostomy was performed. The pathway of the above mentioned infections was (B)(6). A revision surgery to repair the point of leakage is currently planned. It is currently unk if the pt has recovered from the meningitis. The pt is reportedly hearing well with the device. The device is fully functional and should remain implanted and in use. Investigation results do not indicate that the device would have caused the meningitis.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.